Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted:(B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that an infection occurred and the catheter and pump were explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump and catheter were replaced and passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the consumer indicated that the pump was removed due to cellulitis and mrsa. No additional information was contained in this document.